Manufacturer narrative:
This report is submitted on february 13, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to a non-device related medical issue.